Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal obtuse marginal artery with mild tortuosity and heavy calcification. After pre-dilating the lesion with a 1.5x12mm mini trek rx balloon dilatation catheter (bdc) and a 2x12mm mini trek bdc, a 2.5x18mm xience v rx stent delivery system (sds) was advanced toward the target lesion, the stent system was inflated to 10 atmospheres (atm) and the stent was implanted and a distal edge dissection was noted. A 2.5x18mm xience v stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.